Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: on (B)(6) 2023, at 12:27 am, the engineer inspected the ventilator and found that the oxygen concentration on the display screen was too low or too high. The oxygen battery was found to be aging and needs to be replaced.no patient harm or direct involvement as it occurred during a test.